Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including hypercholesteremia.

Event description:
Edwards received notification that an 88-year-old patient with a 25mm carpertier-edwards perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to valve degeneration with thickened leaflet and possible leaflet tear (not visible confirmed) leading to severe intra-prosthetic leak. Reportedly, tee showed thickened leaflets, uncalcified. The right cusp mobility was reduced. Additionally, endocarditis or leaflet perforation were suspected, however not confirmed by pet scan (neither excluded). No stenosis nor vegetations were observed. The patient presented with dyspnea and fatigue. A 26mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be stable with good valve performance.

Manufacturer narrative:
H10 additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.